Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.:

Event description:
Additional information: as of the date of this report, the patient had not yet experienced any symptoms. The cause of the discrepancy was "unknown, but had MRI done but was reprogrammed after". Per this reporter, the actual residual volume was 2ml and the expected residual volume was 6.5ml. No troubleshooting was documented. They were monitoring the patient. The patient's next appointment was scheduled for (B)(6) 2015. The device system was delivering hydromorphone, clonidine, and bupivacaine.

Event description:
This reporter had not heard of any new issues. The physician did tell the reporter that the ¿discrepancy was not as great as he originally thought¿.

Event description:
At the past two refills the healthcare professional (hcp) had gotten back less drug than expected. On the day of the report the actual residual volume (arv) was 1 ml and the expected residual volume (erv) was 6 ml. The patient had no change in symptoms. The hcp planned on bringing the patient in halfway through their refill cycle to check the reservoir volume at that time. The pump delivered an unknown drug at the time of the report and no patient information was reported or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.